Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, moderately calcified, 99% stenosed, de novo lesion in the proximal left circumflex coronary artery (lcx), a mini trek rx 1.5x12mm balloon dilatation catheter (bdc) ruptured on the first inflation of 10 atmospheres for 10 seconds. There was no resistance reported during advancement or removal. The mini trek rx was completely and easily removed from the anatomy. Two additional non-abbott balloon dilatation catheters were used to pre-dilate and a xience v 3.0x28 mm stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: sion blue,guide catheter: axess jl4.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue.based on the information reviewed, there is no indication of a product deficiency.